Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atypical left atrial flutter ablation which included a carto vizigo sheath and the patient experienced pericardial effusion that required pericardiocentesis. The patient required surgical intervention due to perforation caused by pericardiocentesis. During an atypical left atrial flutter procedure, a pericardial effusion occurred which required a pericardiocentesis followed by cardiac surgery to stabilize the patient. During the procedure, it was noted that the impedance reading on the tactiflex se ablation catheter would sometimes go to 999. The radiofrequency (rf) cable was unplugged and replugged with the ablation catheter, which would temporarily resolve the issue. For the transseptal access, a patent foramen ovale was observed so the transseptal needle was not used. Instead, the biosense webster (bwi) vizigo steerable sheath) was inserted through the foramen ovale to access the left atrium. While consulting the (local activation timing) (lat) map, a decrease in the patient's blood pressure was observed. An echocardiogram was done which revealed a pericardial effusion. The procedure was stopped, protamine was administered, and pericardiocentesis was attempted twice but was unsuccessful in draining the effusion. The patient then underwent cardiac surgery to repair two perforations in the right ventricle, which were created by the pericardiocentesis punctures. There was no damage to the atria and the tactiflex se was not associated with the perforations. The physician believed the pericardial effusion was initially caused when the bwi dilator and sheath were used to go transseptal through the patent foramen ovale.